Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 476 mg/dl. It was unknown whether auto mode feature at the time of event was active. Customer stated the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. Customer removed the battery but did not received insert battery alarm. The customer changed batteries but display was still blank. Customer stated the pumps display did not return after pump restart. The insulin pump will be returned for further analysis.